Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via letter that they were hospitalized due to hyperglycemia on (B)(6) 2021 with blood glucose level of 529 mg/dl. Customer stated that they was in emergency room with blood glucose of 1300 mg/dl. Customer was using the auto mode feature at the time of incidence. The insulin pump will be returned for analysis.